Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a patient, had an initial right knee implanted on (B)(6) 2009, and was implanted with optetrak devices, including optetrak logic tibial inserts made of polyethylene. The arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. The plaintiff underwent a revision procedure on (B)(6) 2011, approximately 2 years 1 month post the initial procedure, in which the tibial insert was removed and replaced with another optetrak device due to a failure of the previous tkr. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Additional information e3 h3: based on review of all available information, there is no evidence or report to suggest that the event is related to failure of the device to meet specifications, devices are inspected before they are released for distribution. Device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information - a2, a3, d1, d4 all, g4 510k, h4, h7, & h9. Product information was provided via legal documentation. There is no other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: a2, b5, d10, e3, g, g2, g3, h6-investigation codes. Corrected information fields: b1, b2, d4, h4, h6-clinical code, medical device problem code and component code. D10: (B)(6), 200-02-32 - three peg patella 32mm; (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t; (B)(6), 02-010-01-0320 - logic femoral ps cem right sz.

Event description:
It was reported via legal documentation that approximately 25 months after a right total knee arthroplasty, the patient underwent a revision procedure to address prosthesis wear. A revision operative report was provided. Post operative diagnosis noted right failed total knee arthroplasty. Intraoperatively, the surgeon observed synovitis. It was noted that the tibial insert was explanted and a new exactech insert was implanted. The surgeon observed the patient was stable in both flexion and extension and had a full range of motion. No surgical or medical interventions were reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.